Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-22 alarm during programming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The f-22 alarm was not identified during device evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.